Event description:
A user reported that a dash 3000 unit was not functioning as expected and was returned to ge healthcare for service. During repair of the unit by a ge healthcare biomedical tech, it was discovered that the audio functions were inoperable due to a hardware failure. A loss of audio would prevent the unit from producing an audible alarm if a pt was experiencing a critical event. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.